Event description:
The customer reported that the surgeon felt resistance as he attempted to insert the +20.0 diopter cc4204a collamer single piece lens. When the surgeon applied more pressure, the lens ejected swiftly and tore on the injector plunger. The incision was enlarged and the lens was cut out of the eye and discarded. Sutures closed the wound after the replacement lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4)- incision enlargement; incision sutured. Torn material. Evaluation method: lens work order search. Results: a parent/child lens work order search was performed and revealed there were no similar complaints found within the work order. Conclusion (unable to confirm): based on complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).